Manufacturer narrative:
Additional concomitant medical products: model: unknown competitor device; implanted: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead displayed a trend of rising impedance and rising threshold. The lead remains in use. No patient complications have been reported as a result of this event.